Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The soft cannula was in the deployed state when the device was received. The device data showed that the first priming sequence ended at 44 pulses and deactivation occurred at 329 pulses. The needle mechanism was reset and fired properly during the investigation. Inspection of the needle mechanism components found no damages or defects were observed on the needle mechanism assembly that would result in a needle mechanism failure. Based on the investigation the device functioned as intended.